Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The evaluation found the returned sample met specification. The reading was noted as usual on returned sample. The catheter was dissected and found the wire was in good condition. The exact time of how and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿1) do not stretch catheter as damage to or dislodgement of lead wire as temperature probe may cause improper temperature measurement. 2) when endoelectric surgery is performed, care should be taken to prevent burns in the local tissue. 3) do not wet the lead wire and the junction with extension cable. 4) this device is compatible only with monitors requiring ysi 400-series type temperature probes." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter didn't indicate temperature properly after being inserted into the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter didn't indicate temperature properly after being inserted into the patient.